Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Reportedly, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. As well as, resistance being experienced when filling the cartridge with insulin. Customer¿s blood glucose level was 200- 210 mg/dl. Customer changed multiple cartridges to resolve the issue.